Event description:
Pt was having coils placed for aneurysm, coil deployed without being activated, md was able to extract coil without complications. Device saved, packaged and labeled for penumbra to review product. FDA safety report ID # (B)(4).